Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the test strip port of his new one touch ultralink meter was tight. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the pt by phone. It is unk when the alleged issue began prior to contacting lfs. The pt reported that he ate food and/or drank a beverage as a result of the issue. In addition, the pt also claimed he developed symptoms of "woggy, woozy, and frequent urination," although it's unk if those symptoms developed prior to, during, or after the reported issue began. The pt denied receiving medical intervention. It would have been helpful to know the following info: the patient's testing frequency, his diabetes medications, if he was able to test his blood glucose despite the test strip port issue, the date/time issue started, the reason for eating/drinking as a result of the alleged issue, the date/time the patient's symptoms developed, and if the pt received medical treatment as a result of the reported issue or symptoms. At the time of troubleshooting, the cca was unable to resolve the issue. Replacement product was sent to the pt. Although the pt claims he developed a symptom suggestive of severe hyperglycemia, there is insufficient evidence to suggest that the subject meter caused or contributed to a serious injury. The pt denied receiving medical intervention as a result of the alleged issue. However, this complaint is bein reported because the issue was unresolved during troubleshooting.